Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (2 mcg/ml at 0.1 mg/day) via an implantable pump. It was reported that the patient had a loss of pain relief. It was unknown if external factors were involved. An unsuccessful dye study occurred and the catheter had a loss of cerebrospinal fluid flow as the healthcare provider was unable to aspirate. The cause of this was unknown. A revision occurred and a new 8780 was implanted today. They partially explanted the pump segment of the old 8780 and tied off the old spinal in the pump pocket. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-aug-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.